Manufacturer narrative:
The lens was inserted and removed. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was evaluated and part of the optic was cut that could be related to the removal process during the surgery. Due to the condition of the returned lens, no further investigation was performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model zcb00, +16.0 diopter) was cut out and removed from the eye after insertion by enlarging the initial incision. During surgery the physician observed a capsular tear and decided to switch to a sulcus lens. Also a vitrectomy was performed. It was noted there were no issues during loading or with the cartridge. No further information was provided.